Event description:
Customer was hospitalized due to low blood glucose. Doctor told her that her low blood glucose may have been caused by medication for antibody issues. No futher info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.